Manufacturer narrative:
Eval results: visual inspection of the lens showed evidence of surgical residue, and one haptic was torn off missing.

Event description:
The surgeon implanted a silicone lens model aa4203tl and the haptic was torn during implantation. The lens was removed without pt injury. The cartridge model mtc60c was used and the lot # us unk. Also, an msi-tr injector was used and the lot # is unk.